Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the device defaults to the home screen and then has an asystole alarm that they want to turn the volume down on. There was no pt involvement.